Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a blockage alarm after changing out infusion set site and supplies. The contact was unable to verify the alarm number. As the issue occurred in the past, troubleshooting was unable to be performed. Customer's blood glucose was approximately 400 mg/dl. Reportedly, the customer was successfully able to resume insulin therapy.